Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular lead has had a gradual impedance increase over the last six months. The lead remains in use. It was further reported that the svc impedance continued to rise, and the high voltage impedance also increased. It was also reported that when the svc was turned off temporarily, the high voltage impedance increased further. The right ventricular lead could not be removed and was partially explanted and replaced. During the replacement of the right ventricular lead, the atrial lead and left ventricular (lv) lead were damaged. The atrial lead and lv leads were capped and not replaced due to a change to a single chamber device. No patient complications have been reported as a result of this event.